Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred. There was a map shift noted on the carto® 3 system map. The fluoroscopy did not move, and the patient did not move either. They had to remap two times to continue. When overlaying the two maps, there was a difference between them. On (B)(6) 2022, additional information was received which indicated the catheters appeared shifted up in after map shift. The map shift occurred before the patient was cardioverted and again after. No errors seen on carto® 3 system when map shift occurred. Base on the additional information received on (B)(6) 2022 indicating the map shift occurred prior to patient being cardioverted, the event has been reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred. There was a map shift noted on the carto® 3 system map. The fluoroscopy did not move, and the patient did not move either. They had to remap two times to continue. When overlaying the two maps, there was a difference between them. On 20-sep-2022, additional information was received which indicated the catheters appeared shifted up in after map shift. The map shift occurred before the patient was cardioverted and again after. No errors seen on carto® 3 system when map shift occurred. Device evaluation details: the issue was investigated by the device manufacturer. It was found that the reported map shift resulted from a combination of mapping in part at high metal levels and a non-compensated patient movement. According to carto 3 instructions for use, (p.n. Ug-5400-0072h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The history of customer complaints reported during the last year associated with carto 3 system # 10161 was reviewed. No additional complaints for the same issue were found. A manufacturing record evaluation was performed for the carto 3 system # 10161, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)